Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker presented to the emergency department due to syncope. Interrogation of the implanted system revealed noise oversensing on both channels. The oversensing led to pacing inhibition and periods of asystole greater than two seconds in duration. The system was reprogrammed from bipolar to unipolar and the noise stopped. No noise could recreated with isometric movements and lead impedances remained stable. Boston scientific technical services discussed that this observation could be due to lead abrasion and recommended scheduling a revision. The revision took place and a new system was implanted on the opposite side. This system remains implanted and programmed to low outputs, however, the system may be programmed off during the next device check. This pacemaker, right atrial (ra) lead, and right ventricular (rv) lead remain implanted. No additional adverse patient effects were reported.